Event description:
It is reported that during surgery in 2007, a size h porous femoral component was brought into the hosp to be used during surgery. The part was opened where the inside plastic was "shattered from internal impact". The plastic part was also "yellowed". The surgeon then proceeded to open a cr precoat size h femur. The inside packaging was also slightly cracked, deeming it unsterile. The surgeon wanted to use a porous component, but had to compromise on a precoat component. Finally, an lps option femur size h had to be opened, as delivery of a new cr porous component from the warehouse was taking too long. Due to the packaging issues, there was approx 1 hr of add'l surgery time.

Manufacturer narrative:
Eval summary: products and package structure at issue were distributed from the zimmer parts bank system. This system provides full sets of implants to hospitals with unused parts returned to zimmer post surgery. The parts shipped from this inventory location are exposed to a very high frequency of distribution, and as such have a greater potential for package failure over time. The thermoformed cavity, which serves as the sterile barrier, was most likely compromised as a result of the high distribution frequency associated with the zimmer parts bank system. In addition, the package was redesigned effective 2004. The new design greatly reduces the potential for sterile barrier failure during distribution. Evaluation: both inner cavities exhibit cracking damage. The outer cavity from lot 58853000 is also cracked. Both cartons exhibit crushing/impact damage. Device history records indicate device manufactured to specification.